Event description:
It was reported that a user¿s dexcom g7 sensor paired to the ilet bionic pancreas was not showing glucose readings on the pump, and the user was not using the g7 mobile app; attempts included g6/g7 toggle, magnet pairing procedure, and pump restart without restoration of readings. Symptoms included no reported hypoglycemia or hyperglycemia symptoms despite a single fingerstick value of 514 mg/dl that the user believed was inaccurate due to unknown test strip age. Outcomes included no medical intervention, no emergency care, and no hospitalization, with the user planning to obtain fresh test strips and manually enter a verified glucose if needed. Investigation included technical troubleshooting and user education regarding pairing and data display. Investigation of this case revealed a pairing failure between the cgm transmitter and the pump with the responsible device not identified, and no device component malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information to attribute the event to the sensor, transmitter, or pump.